Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2006. The patient experienced a mesh exposure and in (B)(6) 2007, the mesh was trimmed as an outpatient procedure. In (B)(6) 2007, the patient underwent a surgical excision of part of the sling. In (B)(6) 2012, the patient presented with further vaginal erosion of the sling. The remaining left side of the sling was then excised. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion code (B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.